Manufacturer narrative:
D9) devices were not returned for evaluation. H6) updated investigation codes in h6 were chosen based on following investigation summary: no devices have been returned so no evaluation of the involved devices could be performed. Therefore, a root cause for the reported problem could not be determined. Since no lot number was reported, related production lot record could not be reviewed. Complaint records for the previous year ((B)(6) 2023 - (B)(6) 2024) were reviewed. For the 70-0041 device family, there were (B)(4) other complaints balloon bursts/cits/tears with (B)(4) of those complaints being for 70-0041-118 specifically. Xeridiem's final (B)(4) complaint report notes that these devices are 100% tested throughout multiple stages of the manufacturing process, including a 100% balloon inflation test for a minimum 10-minute duration prior to accepting the unit for distribution. Additional manufacturing controls include certification of production personnel for manufacturing the device, line clearances, cleanroom maintenance at correct operating parameters, and qc functional device inspection prior to distribution. Xeridiem will continue to monitor complaint trends on the 70-0041 device family.

Event description:
Event description is in original MDR filing on (B)(6) 2024.

Manufacturer narrative:
A1-a6) patient information was not available on this incident. D4) model number is xeridiem part number; catalog number is part number of exclusive distributor cook medical that appears on the label. Since lot number is not known, full UDI is not known. D9, h3) it is not yet known if any of the device(s) will be returned to xeridiem for evaluation. H6) codes chosen based on information provided in the complaint and investigation still being in process.

Event description:
We received this patient in the hospital. The balloon bursts and it has been changed four times. The end has a screw tip and is difficult to disconnect from the feeding bag tubing. There were multiple interventions needed for device replacement due to the multiple balloon failures.